Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to inflammation of the scrotum. Additional information received states the patient's symptoms began approximately two weeks prior to surgery. The patient "got well" following the surgery.

Event description:
It was reported that the patient underwent a revision procedure due to inflammation of the scrotum, the patient's symptoms began approximately two weeks prior to revision with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient recovered following the procedure. The patient was later implanted with a new ipp pump on (B)(6) 2020.

Manufacturer narrative:
Device analysis: an allegation of inflammation of the scrotum was reported. The ms pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. Product analysis is unable to confirm the allegation of inflammation nor a device malfunction related to these reported events. Visual inspection and functional testing of the ams 700 momentary squeeze (ms) pump could not confirm the reported allegation of inflammation. The pump performed within specification. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of known inherent risk of device was chosen as the most probable cause, as the reported inflammation could not be confirmed through product investigation but is included as an adverse event in the product labeling. The product analysis results, and event report provided no objective evidence that would warrant further escalation.

Manufacturer narrative:
Device analysis: an allegation of inflammation of the scrotum was reported. The ms pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. Product analysis is unable to confirm the allegation of inflammation nor a device malfunction related to these reported events. Visual inspection and functional testing of the ams 700 momentary squeeze (ms) pump could not confirm the reported allegation of inflammation. The pump performed within specification. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of known inherent risk of device was chosen as the most probable cause, as the reported inflammation could not be confirmed through product investigation but is included as an adverse event in the product labeling. The product analysis results, and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to inflammation of the scrotum, the patient's symptoms began approximately two weeks prior to revision with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient recovered following the procedure.